Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: device was returned for analysis. A delivery wire, coil and introducer sheath were returned. The coil and delivery wire arms were interlocked within introducer sheath. The twist lock of the introducer sheath had been opened. The introducer sheath was inspected and no anomalies were noted. The delivery wire was inspected and no anomalies were noted. The coil and delivery wire were advanced without friction from the introducer sheath. The coil was returned stretched near the zap tip, and stretched and kinked near interlocking arm, also it was found broken from the rest of the coil. The zap tip has a smooth surface. The interlocking arm was inspected and no anomalies were noted. The delivery wire and coil dimensions were inspected and are within specifications. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause has been determined to be use/user error as the dfu states: "incompatible micro catheter used (only 5f imager ii is compatible)". (B)(4).

Event description:
Reportable based on device analysis completed on 30-june-2017. It was reported that resistance occurred. The target lesion was located in the stomach esophagus vein. A 18mmx20cm interlock¿-35 was used together with a renegade stc 18 microcatheter. The coil and pusher wire arms were interlocked in the introducer sheath before use and the rotating hemostatic valve was correctly used. The delivery wire could not be rotated more than one turn during the delivery of the coil. Also, continuous flush was performed. During the procedure, when nearly half of the coil had been deployed at the target lesion, the physician felt great resistance and the deployment process could not be continued. Then physician tried to slightly withdraw and advance the coil two times but was unsuccessful. The coil was then removed out from the patient without any coil protrusion from the tip of the catheter. The procedure was completed with another of the same device. No patient complications reported and patient's status was stable. However, device analysis revealed that the coil was broken.